Event description:
It was reported that during a hand assisted low anterior resection procedure, the device was inserted through the rectum. The proximal and distal bowel were brought together by closing the instrument. The assisting surgeon attempted to fire the stapler and could not squeeze the handle. The attending surgeon looked down to verify that the safety had been taken off and then attempted to fire the instrument and felt he could not squeeze the handle. The instrument was opened partially and pulled through the anastomosis and removed from the patient. The anastomosis was manipulated slightly by the surgeon and it fell apart. Several malformed staples were removed from the patient and are included with the return. The instrument was then closed and fired by the assisting surgeon and the instrument fired as intended. The knife blade cut the washer and audible crunch was heard. A second like device was opened and used to complete the anastomosis.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition and with two malformed staples inside of a bag, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil, do not clamp across or grip on the locking springs as it might not click into place; this or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face. Therefore, the staples will not hit the anvil to make b- formed staples. In addition, if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. In addition, the breakaway washer was present and cut; this is consistent with the device being fired twice. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.